Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. An ezprime operation was performed with no difficulties. The units remaining were correctly calculated and written to the pump history during investigation. There were no alarms related to the complaint observed in the alarm history. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There were no defects found on investigation.

Event description:
On (B)(6) 2012, the patient's mom alleged that the patient has been having some blood glucose excursion as low as 30-40 mg/dl and 213 mg/dl. During the alleged hypoglycemia, the patient was given juice and cracker which raise his blood glucose to 138 mg/dl. The reporter indicated that when the patient gets excited like when she is going to camp, her blood glucose will drop. During troubleshooting, the animas representative assessed the patients alleged elevated blood glucose by evaluating the animas pump. The I:c ration have been changed 2 x by the hcp in the last 2-3 months. There was no malfunction found during the troubleshooting session, however, the insulin pump was requested back for investigation. This complaint is being reported because, the patient had hypoglycemia while on insulin pump therapy. It is not know what caused the patient's hypoglycemia at the time of concern.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).